Event description:
This device was explanted due to a hematoma. An evacuation of the hematoma, control of bleeding and removal of the loop recorder, was performed. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.